Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported with painful and unstable tha (asr 52, 46 asr head, sleeve of unknown length). Revised head and cup to a pinnacle 60mm multihole with 40id ts ceramic head resulting in a stable construct. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.